Event description:
Pt had a rotator cuff repair in 2002. The pt later complained of pain. Second procedure was performed 2 months later and head of the mitek cufftack anchor was found to be floating in joint space as was the nonabsorbable cufftack sleeve. Implant and sleeve were retrieved and the repair completed with a mitek panalok rc. As surgical intervention was required as a result of this situation an MDR is being field to document this event.